Manufacturer narrative:
Investigation revealed that there was no system malfunction. The purpose of this investigation is to evaluate the risk associated with the identified failure mode of "navigational integrity" for excelsiusgps. Investigation of the case logs showed that the misplacement of implants is due to a combination of the patient registration being inaccurate due to a drb shift and excessive deflection force on the end effector which likely resulted in skiving. Drb shifts can cause navigational integrity and can lead to the misplacement of implants. The system correctly detected and alerted the user of the drb shift. The user acknowledges that they will perform an anatomical landmark check with each new instrument or level to ensure navigational integrity before proceeding with navigation. Excessive deflection force on the end effector may cause the implant to skive depending on the instrument technique of the user. Skiving can also lead to the misplacement of screws. The observed overall risk level is low which does match the anticipated risk level therefore, the overall risk of the system has been maintained. The cause of the reported issue was traced to user technique.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced.